Event description:
It was reported that patient presented to the clinic remotely via merlin.net on (B)(6) 2022. Review of the transmission revealed that the right atrial (ra) lead exhibited noise that was oversensed by the pulse generator which led to inappropriate automatic mode switch (ams). The lead also exhibited decreased atrial sensing, undersensing, and high pacing impedance. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported events of p-wave amplitude variation, sensing noise and high lead impedance were confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix was retracted and clogged blood or tissue. Electrical tests found an internal short. Further testing found damaged inner insulation consistent with overtightened suture sleeve tie. The cause of the reported events was isolated to the damaged inner insulation consistent with suture sleeve tie forces.